Event description:
In 2008, the pt reported her new insulin infusion headsets are not properly adhering. She stated she is on her third headset for the day. She stated the back area of the headset adheres, but the front portion does not. She said she will secure the headset the medical tape. The patient was sent a complimentary guide to infusion site management, a box of infusion sets, and some extra adhesive. The pt did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.